Event description:
It was reported that an alert for charge time limit reached was observed. No patient symptoms were reported. The device was explanted and replaced.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory and was due to low battery voltage. A longevity was found to be within expected limits due to numerous high voltage charges. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.